Manufacturer narrative:
DHR: the lot was released without nc or deviations. Failure analysis: unconfirmed as no product return. IFU is sent with every product. Under precautions "due to the dressing's low ph, some patients may notice slight transient stinging." Root cause: unknown as no product returned.

Manufacturer narrative:
Additional information received on november 4, 2018: the patient have been using medihoney patch for a few years. Additional information received on november 19, 2018: the patient's sister has provided the following information: "joe is at dialysis monday, wednesday and friday. He has been using medihoney for a while at least 6 to 9 months. I asked his doctor to reorder his medihoney patch, but it took a long time so I bought over the counter medihoney in a tube. Seem to be the same thing and he had not reaction to it. I used that for about 4 times a month. We finally got an order in for the patch which has worked in the past for him. But this medihoney patch was a little different. It was not sticky like the patch we use to use. This was the first time I used this kind of patch and his reaction started. When joe gets an open sore on his legs this seemed to work wonders for him. The healing process was faster. I don't know what happened, but this time it went south on him. I applied a light gel tube of medihoney on his leg and then the patch. I don't understand why he had this reaction. The doctor told him that he should not use the medihoney anymore." Emergency room notes were provided. He was treated for angioedema and he was instructed to not use medihoney product anymore as likely to cause another allergic reaction.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Patient reports that "after 30 minutes of application on the leg, it started to itch which climb to the back, shoulders and neck. My tongue was swollen, my face was puffed and my throat was swelling making it hard to breathe. My sister came in and called 911. They saw me really puffed up, they checked my vital signs and gave me 2 shots of epinephrine because I was having a hard time breathing. The ambulance was there and sent me to the emergency room. After the doctor saw what a mess I was, they gave me another 2 shots of epinephrine. I spent a day in the hospital for observation."